Manufacturer narrative:
(B) (4). Intervention required. Results: previously deployed stent. Dislodgement. Conclusion: previously deployed stent.

Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system was used to treat a lesion in a patient. It was reported that the stent dislodged during the procedure. It was reported that the physician was attempting to cross the lesion through a previously deployed stent when the stent dislodgement occurred. The undeployed stent was crushed into the vessel wall with balloons. No further information concerning the index procedure was provided. The patient was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation.